Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges pump went off without giving an error message. Caller reportedly experienced hypoglycemia and went to hospital; no treatment was received. Requested return of the alleged device for evaluation.